Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pacemaker replacement procedure the pacing lead exhibited loss of sensing, loss of capture and low I mpedance. Insulation damage was also noted. The lead was explanted. No patient complications have been reported as a result of this event.